Event description:
A baby was on ventilator and was not maintaining blodd pressure. The device was placed in patient to monitor blood pressure and gasses, it was inserted properly, but at last stage of fixation the catheter with purse string suture, the catheter was snapped off at the 13 cm mark, outside the umbilical stump. X-ray was used to examine the baby. The remaining part of the catheter was then removed from the pt and a new catheter was placed. During the process, the baby lost a small amount of blood (2 ml). The condition of baby at that moment was absolutely stable and continued to be.

Manufacturer narrative:
Actual sample and unopened samples from same lot were returned for eval. Examination of broken sample found marks on catheter, possibly from clamps, at 13 cc mark. Break was angular and catheter was not stretched; break site was slightly rough. Fracture surface is typical of nicked or cut surface that could have happened during suturing. Unopened samples were defect and damage free. Lot history records were unremarkable. There have been no other complaints of this nature against this lot. This appears to be a case of user error contributing to breakage of device.